Event description:
On april 20, 2007, the patient's mother contacted lifescan on behalf of the lay user/patient alleging that the patient's one touch ultra was reading inaccurately high compared to the paramedic's meter. On the event date, between 2-3pm, the patient reportedly obtained a "266 mg/dl" on her meter while having symptoms of incoherence, shaking, foaming at the mouth. Based on the meter reading, the patient's mom perceived that her blood glucose levels were high so the patient was given 20 units of humalog. It would be helpful to know the patient's diabetes medication regimen. About 10 minutes later, the paramedics arrived and the patient's blood glucose was "20 mg/dl" on their meter. The patient's mother was unable to recall what type to treatment she received but indicated that the patient received some type of medication at home and then was taken to the emergency room. Details of the emergency room visit were not reported, such as her blood glucose levels, treatment, and length of stay. The customer care advocate (cca) verified that the meter was set up correctly, the test strips were in good condition, an approved sample was used, and the correct testing/cleaning techniques were used. The patient's mother did not have any control solution to run a control solution test. Based on the provided information, this complaint is being reported because reporter alleged the patient was given insulin after obtaining a relatively high meter reading, while the patient was exhibiting symptoms suggestive of low blood glucose levels and about 10 minutes later, the patient was treated for low blood glucose levels. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.